Event description:
Information received with return of the explanted device notes that the patient felt "bad" and a holter monitor was placed. Pacing was noted at "120 ppm with av sequential" while the device was programmed to dvi at 85 ppm. Telemetry revealed dashes (---) for several parameters and a high current drain. Reprogramming did not eliminate the dashes. Therefore, the device was replaced.